Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unknown vessel was attempted using a proglide device after an interventional procedure. Reportedly, an unknown device failure occurred. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The other proglide device referenced iis filed under a separate medwatch reference number. Evaluation summary: visual and functional inspections were performed on the returned device. The reported suture retrieval issue was confirmed as a cuff miss was observed. The difference between the failure modes is often not discernable to the user. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report filed, additional information was received: it was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous transluminal angioplasty procedure. Reportedly, a suture retrieval issue occurred. A second proglide device was used with the same issue. Another proglide device was used to achieve hemostasis. No additional information was provided.